Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain / pelvic pain (intermittent from moderate to severe)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, panic disorder, cervical dysplasia (cryosurgery), hyperthyroidism (medication), gravida ii, parity 2 (((B)(6) 1998, (B)(6) 2010)), appendectomy, d & c, cryosurgery, injury, hearing loss and depression. Previously administered products included for birth control: birth control pill from (B)(6) 2010 to (B)(6) 2011 and depo-provera; for an unreported indication: acetaminophen. Concurrent conditions included body mass index normal, hypertension (medication), ectropion of cervix, loop electrosurgical excision procedure, chronic cervicitis, spotting vaginal, tenderness, ovarian cyst, uterine fibroid, menometrorrhagia, headache, smoker, alcohol use and uterine enlargement. Concomitant products included clonazepam, ibuprofen since (B)(6) 2013 and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced post procedural infection ("post operative infection"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain / abdomen pain (intermittent from moderate to severe)"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / back pain (intermittent from moderate to severe)") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a partial hysterectomy with bilateral salpingectomy / hysterectomy), surgery (endometrial ablation, hysteroscopy, dilatation and curettage) and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, vaginal haemorrhage, post procedural infection and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural infection and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2011, plaintiff sought the first of four separate medical treatments regarding the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. On (B)(6) 2011: plaintiff underwent endometrial ablation, hysteroscopy, dilatation and curettage for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded . Concerning the injuries reported in this case, the following one/ones were reported in medical records: confirming menorrhagia, post operative pelvic infection, genital bleeding. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), post operative infection, cramping" were added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a partial hysterectomy with bilateral salpingectomy) and surgery (recommended an ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2011, plaintiff sought the first of four separate medical treatments regarding the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.